Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to pump migration. It was indicated that there was not enough tubing for the patient to access the pump. During the procedure, the pump was replaced and repositioned in the scrotum. There were no device malfunctions and the patient fully recovered following the intervention.